Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer made probe adjustments. Performance testing was run and was acceptable. Calibration and controls were within specifications. The patient sample was repeated on (B)(6) 2022 after the service actions and the hcg+beta result was 10000 miu/ml with a data flag. The sample was then diluted 1:100 and repeated on (B)(6) 2022, resulting in a value of 85909 miu/ml with a data flag.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg+beta value of 1.60 miu/ml with a data flag and this value was reported outside of the laboratory. The result was questioned by the doctor. The sample was repeated twice, each time resulting in a value of 10000 miu/ml with a data flag. The sample was diluted 1:100 and repeated twice, resulting in values of 81252 miu/ml with a data flag and 86437 miu/ml with a data flag. The 81252 miu/ml value was confirmed in a second laboratory. A corrected report was issued. The hcg+beta reagent lot number was 643770. The reagent expiration date was requested, but not provided.